Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head uplink amplitude test was out of specification. The rf head cable found out of electrical specification. Analysis also found the rf head label backing is missing. Product ID: 2090w programmer. Product ID: 229047 analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.